Event description:
On (B)(6) 2011, a 25mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to structural deterioration including stenosis. Upon explant, the device was observed to be calcified. The device was replaced with a 25mm medtronic avalus. Additional information has been requested.

Event description:
On (B)(6) 2011, a 25mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to structural deterioration including stenosis. Upon explant, the device was observed to be calcified. The device was replaced with a 25mm medtronic avalus. The patient remained hemodynamically stable throughout the procedure and postoperatively.

Manufacturer narrative:
The valve was explanted due to structural valve deterioration including stenosis. The calcification seen at explant was confirmed. All three leaflets contained calcifications which immobilized the leaflets. Circumferential fibrous pannus ingrowth was present on the inflow and outflow surfaces. All three leaflets contained fibrous thickening. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcification, pannus and fibrous thickening could not be conclusively determined. Calcification is a known event associated with tissue heart valves.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 25mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to unspecified structural deterioration, and a 25mm medtronic avalus was implanted. Additional information has been requested.